Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration (uf) event occurred during hemodialysis therapy with an ak 98 machine, described as the patient's uf volume was "400ml more". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. The technician performed a disinfection cycle and adjusted the ultrafiltration (uf) unit. The uf unit was observed to be faulty. A service history review was performed and found that the device has been serviced within the last 24 months for four (4) similar issues. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the event was the failure of the uf unit which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.